Manufacturer narrative:
(B)(4)

Event description:
The patient had a pre-existing aaa endovascular stent graft. The sheath was advanced and the balloon aortic valvuloplasty (bav) was performed without issue. When going through the graft with the delivery system, the delivery system became entangled in the stent graft, and was subsequently damaged. The team was unable to pull the delivery system out with the valve still on it. The delivery system wouldn't advance or withdraw, "it was stuck". The valve stent struts became damaged, so the team did not want to deploy the valve in the native annulus. It was attempted to deploy the valve in the descending aorta, but the balloon had ruptured at some point on the stent frame of the aaa graft, during the entanglement. The balloon did not inflate at all, and the valve was unable to be deployed. The patient's stomach was opened to remove the valve, delivery system and pre-existing stent graft, repair the aortic vessel was performed and a new aortic femoral graft was placed. The catheter was cut in half during removal. No valve was placed. There was no allegation of valve dysfunction. At last report, the patient was still intubated and has some renal dysfunction, on medication to keep him stable.

Manufacturer narrative:
Correction to describe event or problem.

Event description:
The patient had a pre-existing aaa endovascular stent graft. The sheath was advanced and the balloon aortic valvuloplasty (bav) was performed without issue. When going through the graft with the delivery system, the delivery system became entangled in the stent graft, and was subsequently damaged. The team was unable to pull the delivery system out with the valve still on it. The delivery system wouldn't advance or withdraw, "it was stuck". The valve stent struts became damaged, so the team did not want to deploy the valve in the native annulus. It was attempted to deploy the valve in the descending aorta, but the balloon had ruptured at some point on the stent frame of the aaa graft, during the entanglement. The balloon did not inflate at all, and the valve was unable to be deployed. The patient's stomach was opened to remove the valve, delivery system and pre-existing stent graft, repair the aortic vessel was performed and a new aortic femoral graft was placed. The catheter was cut in half during removal. No valve was placed. There was no allegation of valve dysfunction. The patient was still intubated, had some renal dysfunction post procedure. At last report, the patient is stable and alert, but still intubated, related to his history of copd. At last report, his kidney function had improved and he did not require hemodialysis.

Manufacturer narrative:
(B)(4). As the affected device/kit was not returned, the investigation was limited to the review of photographs, video, imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigations and root cause. Review of photographs of imagery provided by the field clinical specialist (fcs) showed the valve entangled with a pre-existing stent graft within the patient. The second photograph shows the delivery system cut with the crimped valve attached and tangled within the removed stent graft. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that could have contributed to this complaint. A lot history review of the related work order did not reveal any similar complaints related to the reported complaint event. A review of complaint history from december 2015 to november 2016 for the commander delivery system (all models) revealed other returned complaints for the complaint code; ¿balloon - leakage¿. The occurrence rate for trending category ¿leakage¿ for complaint code ¿balloon - leakage¿ did not exceed the november 2016 control limits. A review of complaint history from december 2015 to november 2016 for the commander delivery system (all models) revealed other returned complaints for the complaint code ¿delivery system ¿ withdrawal difficulty¿, however the occurrence rate for trending category ¿withdrawal difficulty¿ for complaint code ¿delivery system ¿ withdrawal difficulty¿ did not exceed the november 2016 control limits. No IFU/training deficiencies were identified. During manufacturing, the delivery system undergoes multiple 100% inspections related to the reported event. The inflation and crimp balloons are 100% visually inspected by manufacturing and quality for distorted/pinched folds. Additionally, the entire device is inspected for damage (e.g. Kinks, cuts). The balloon catheters are 100% leak tested before final quality inspection. Balloon burst pressure and tensile testing are performed on finished devices under a sampling basis during product verification testing. The tested samples must have a lower tolerance limit that is higher than the lower specification limit. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The pictures provided show that the device was inadvertently entangled with the graft and a non-target deployment was unable to be performed. It is reasonable that the metal segments of the graft damaged the balloon based on the provided pictures, the complaint for ¿balloon - leakage¿ is able to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined on the complaint device. A review of manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. Available information supports that the failure occurred due to a pre-existing graft damaging the balloon. Per the provided photo of the delivery system with crimped valve entangled in stent, it is clear that the crimped valve legs are entangled within the pre-existing stent graft which appears to have resulted in difficulty withdrawing the device out of the patient. This therefore confirms the complaint for ¿delivery system ¿ withdrawal difficulty¿. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined on the complaint device. A review of manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. Available information supports that the failure occurred due to the delivery system becoming entangled in a pre-existing vascular graft. There was enough evidence to support that the complaint of ¿balloon - leakage¿ can be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate for trend category ¿leakage¿ for complaint code ¿balloon - leakage¿ did not exceed the november 2016 control limits. No corrective / preventative actions are required at this time. Although the device was not returned for evaluation, the complaint of ¿delivery system ¿ withdrawal difficulty¿ was able to be confirmed from the case photo submitted. However, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate for trend category ¿withdrawal difficulty¿ for complaint code ¿delivery system ¿ withdrawal difficulty¿ did not exceed the november 2016 control limits. No corrective or preventative actions are required at this time.

Event description:
The patient had a pre-existing aaa endovascular stent graft. The sheath was advanced and the balloon aortic valvuloplasty (bav) was performed without issue. When going through the graft with the delivery system, the delivery system became entangled in the stent graft, and was subsequently damaged. The team was unable to pull the delivery system out with the valve still on it. The delivery system wouldn't advance or withdraw, "it was stuck". The valve stent struts became damaged, so the team did not want to deploy the valve in the native annulus. It was attempted to deploy the valve in the descending aorta, but the balloon had ruptured at some point on the stent frame of the aaa graft, during the entanglement. The balloon did not inflate at all, and the valve was unable to be deployed. The patient's stomach was opened to remove the valve, delivery system and pre-existing stent graft, repair the aortic vessel was performed and a new aortic femoral graft was placed. The catheter was cut in half during removal. No valve was placed. There was no allegation of valve dysfunction. The patient was still intubated, had some renal dysfunction post procedure. At last report, the patient is stable and alert, but still intubated, related to his history of copd. At last report, his kidney function had improved and he did not require hemodialysis. The patient had a previous abdominal aneurysm repaired with aaa endovascular stent graft, which had an endo leak and was ¿not in good condition¿. The access vessel degree of calcification was severe, and the degree of tortuosity was mild.